Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle broken.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2024. During the procedure, the handle was broken. The procedure was completed using another trapezoid rx. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle broken. Block h11: investigation results. The returned trapezoid rx was received for analysis. Visual examination revealed that the wire was detached and bent. The handle was found in good condition. A dimensional test was performed and noted that the side car rx channel was pushed back 2.5 mm. No other issues were noted. The reported event was not confirmed. Based on the available information, it is possible that due to the manipulation or technique used, it may have caused the detachment and kinks of the wire by an excess of force applied. Therefore, a review and analysis of all available information indicated the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2024. During the procedure, the handle was broken. The procedure was completed using another trapezoid rx. There were no reported patient complications as a result of this event.